Manufacturer narrative:
Product code: unk; PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
Facebook complaint: the reporter indicated that an implantable collamer lens was explanted from a patient's eye. The patient reports glares, halos, double vision, and starbursts. The problem was resolved with explant. Attempts to obtain additional information have not been successful.